Event description:
It was reported, the endoscope reprocessor was used to clean duodenovideoscopes in unknown multiple instances without attaching the cleaning adapter at the tip, and the reprocessed devices were used to complete procedures on patients. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the scope was reprocessed without the use of the connecting tube. The cause of the connecting tube not being used was attributed to incorrect handling by the user. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿connecting tube is required to correctly be attached to the device.¿ olympus will continue to monitor field performance for this device.